Event description:
Hamilton medical ag received the following incident description: button is not working. Device won`t go into standby mode. Customer did not provide the logs.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. No UDI required; device was manufactured before 2015.

Event description:
Hamilton medical ag received the following incident description: button is not working. Device won`t go into standby mode. Customer did not provide the logs.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #2 (B)(4). Field updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be an electronic defect on ip key and led board msp159234. After replacing the ip key and led board msp159234 the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the electronic defect on the ip key and led board msp159234 could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: button is not working. Device won`t go into standby mode. Customer did not provide the logs.